Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that plastic was found in the syringe. To aid the investigation, one sample packaged in a plastic bag and three photographs were received for evaluation by our quality team. A visual inspection was performed. The syringe contained 9ml of solution no defects, imperfections, or foreign matter were observed. The solution was transferred to a glass container, and the syringe plunger rod and rubber stopper were removed from the barrel. Air bubbles were present in the solution, but no foreign matter was observed in either the transferred solution or the syringe. The three photographs provided depict the sample as received. Based on the investigation and the analysis of the returned sample, the symptom reported by the customer could not be confirmed.

Event description:
It was reported that the bd syringe 20ml ll bns had foreign matter. The following information was provided by the initial reporter: material #:301031. Batch#:unknown. Verbatim: rcc received a complaint via email. Email(s) attached. We received a complaint sample number (B)(4). Please see the attached photos of the affected sample. Can you please provide the address where this sample should be shipped for investigation and/or a shipping label to send the sample back. Additional information: we would also like to confirm whether you would like us to remove the fluid in the syringe, and decontaminate before shipping? The customer reported "they have found plastic in the syringe." I am not sure if emptying the syringe will affect the investigation of this reported issue. Additional information received on 24dec2025: please provide an exact date of event 12-04-2025. Please describe the issue in detail. Based on our previous communication, can we confirm that the presence of a plastic particle in the syringe is the sole concern "our radiology department has been our radiology department has been having trouble with these trays. They have found plastic in the syringe. Having trouble with these trays. They have found plastic in the 20 cc syringe." Please provide the batch# or lot# number? 517360. Please provide the material# or ref# number? 28-ar1sfa. Still shipping tracking show it is in mansfield, ma us. Kindly let us know that the shipment is completed from your end. Shipped 12/24/2025. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Was there an injury no. Was there a death no.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.